Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. As such, visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. Potential factors that could contribute to no image are internal cracked lenses. A DHR review was not performed because the serial number was not provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a hip arthroscopic surgery, it could not be seen through the arthroscope; hence, the device was not used. Since there was not a back-up device available, one had to be brought from another hospital, which added one hour to the procedure. Even though the patient was anesthetized during that time, harm was not stated.